Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's sensor was found to have drifted. Later, the sensor readings were observed low and did not correlate with the patient¿s clinical symptoms. The sensor was recalibrated on (B)(6) 2017. Normal readings were observed following the calibration.